Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check supply line alarm, which occurred on the homechoice (hc) during use during prime. The technical service representative (tsr) found in the alarm log that the home patient (hp) attempted to reprime the line 5 times. The hp was connected during this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated they were aware of the occurrence on (B)(6) 2011. The rn stated there were no issues with the supplies they were using that day. The rn stated they have reviewed the incident and retrained the hp. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for use error, failed to follow therapy steps is confirmed because the home patient was connected during the prime. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.